Event description:
It was reported that the patient presented to the emergency room experiencing multiple inappropriate shocks. Magnet was applied to disable therapy. Upon review, x-ray confirmed that the right ventricle lead had dislodged. The right ventricle lead also exhibited far p over-sensing. Programming changes did not resolve the over-sensing. The right ventricle lead was explanted and replaced. Patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shocks, and oversensing far p. As received, a complete lead was returned in one piece with the helix fully extended meeting device specifications. The measured full helix extension length was within specification. The reported events of inappropriate shocks and oversensing far p were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.